Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. The device case was opened and individual internal components were tested. No high current conditions were identified. The telemetry coil was removed and high power visual inspection did not identify any irregularities. The battery was removed and subjected to additional voltage and heat monitoring. No indications of internal battery short were identified. Analysis confirmed that this device depleted prematurely but the root cause of the depletion could not be identified.